Event description:
A malfunction was reported on the pump after it was x-rayed when the customer went through tsa. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process, but the caller was unable to reset at that moment and planned to call back when ready to proceed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.